Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Per tech the 8015 bd unit has been down for over a month, before call he had replace battery let sit plug for 24 hours unit still want power on, let tech know it could be the power supply board or and the main board on unit if replace all those parts and still want power on unit will have to come in for services